Event description:
It was reported that a patient with a 33mm pericardial mitral valve, implanted in the tricuspid position, underwent a valve-in-valve procedure after an implant duration of nine (9) years and nine (9) months due to severe tricuspid stenosis and tricuspid regurgitation. The ttvr procedure was performed successfully with a 29mm edwards transcatheter valve. Post valve deployment, the valve was well-seated and functioning well. There was no perivalvular leak and no significant gradient across the valve. The patient tolerated the procedure well. There were no apparent complications and the patient was transferred to the iccu. The patient was discharged home with home health services on pod #1 in improved condition. There was no allegation of device malfunction.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Of note, this pericardial mitral valve was initially used off label as it was implanted in the tricuspid position. Per the instructions for use (IFU), "the carpentier-edwards perimount theon mitral pericardial bioprosthesis model 6900ptfx is indicated for patients who require replacement of their native or prosthetic mitral valve." Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 33mm pericardial mitral valve, implanted in the tricuspid position, underwent a valve-in-valve procedure after an implant duration of nine (9) years and nine (9) months due to tricuspid stenosis and regurgitation. The ttvr procedure was performed successfully with a 29mm edwards transcatheter valve. There was no allegation of device malfunction.